Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. At around 12:30am the patient felt incoherent, she started knocking off everything inside the house and her fingers turned purple. The patient reported the cgm to be inaccurate but there was no bg nor cgm values documented at that point of the event. She called an ambulance and was taken to the hospital, when the emergency response team check bg reading, it was around 49 mg/dl and the cgm reading was around 120 mg/dl. The response team treated the patient with injection shot of glucagon. While at the emergency room (ER) she was only being observed (no medication given) and when she was already stable, after around 4 hours she was discharged around 5am in the morning. At the time of the report the patient was ok but feeling tired. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was found within the investigation window. The allegation was confirmed. The customer's complaint was confirmed because a failure was found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
There were no reported glucose values available to search within the parkes error grid calculator when the patient was incoherent. The reported glucose values fall within the c zone of the parkes error grid when emergency responders arrived.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "the reported glucose values fall within the c zone of the parkes error grid.". H2: correction.